Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead was unable to implant. The lead was not used, and the physician decided to implant a dual-chamber implantable cardioverter-defibrillator (ICD) instead. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.